Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device shut down unexpectedly while on battery power. There was no pt impact.